Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure or technique used: posterior instrumentation levels implanted: iliac level it was reported that intra-op, the tip of the driver broke during iliac screw insertion. The product came in contact with the patient. No fragment of the product remained in the patient. No patient complications were reported as a result if the event.

Manufacturer narrative:
Product analysis-visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface analysis identified a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.